Event description:
It was reported, the patient had stimulation in the wrong location. It was stated, the patient thought their device was put in for back pain but after the implant they told the patient ¿it¿s just for leg pain¿ and the patient was upset. Reportedly, the patient had some leg pain but the major pain was in their back. It was also reported, the patient went home after their device was implanted and they were numb and paralyzed. It was noted, the patient was having ¿severe problems¿ and the patient stated that after the implant, the doctor left the patient with nerve damage. It was stated they ¿left it in for 30 days and then he said that he thinks we had too big of an ending there but it doesn¿t help with the damage that was already done." It was stated ¿the lead that they had put in there was big, it was more like a flat pad and then what they put in there instead was a wire, like a regular wire instead of a pad". Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead. (B)(4).